Event description:
The patient was hospitalized due to diabetic ketoacidosis. Upon admission to the hospital the patient was vomitting and was found to have an elevated white blood count. The nurse on the admission believes the dka is related to gastroenteritis and the patient did not bolus enough insulin. A new device was requested.